Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 05 jun 2020.

Event description:
The customer reported that while performing preventative maintenance they found the nav ring was not working. There was no patient involvement. The manufacturer's field service engineer (fse) evaluated the device and found the nav ring was working however the touchscreen worked intermittently. The fse replaced the front bezel to resolve the issue.

Manufacturer narrative:
G4: 16oct2020 b4:(B)(6) 2020 the root cause of the navigation ring failure was determined to be liquid ingress due to the variability of the assembly process. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.